Event description:
Event description guidant received information that the patient implanted with this chronic ventricular implantable lead experienced an arrhythmia that was successfully converted; however, the patient experienced syncope and was injured when they fell. Interrogation of the device revealed a greater than 125 ohms shocking lead impedance measurement as a result of the delivered shock. A subsequent lead impedance test (lit) resulted in an appropriate shocking lead impedance measurement.